Event description:
It was reported that the tip of a miniature pin and ligature cutter separated outside of a patient's mouth; there was no indication that injury resulted.

Manufacturer narrative:
While no serious injury resulted in this event, there was a previous report received in the past two years involving a similar device where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability. The device is available for evaluation, though it has not been returned as of this report.